Manufacturer narrative:
Correction d6b: explant date corrected from (B)(6) 2024 to (B)(6) 2024.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one of the patient's leads had high impedances and the other lead was unable to provide bilateral coverage. Surgical intervention was undertaken, and the leads were explanted and replaced.